Event description:
During a transfemoral tavr procedure, the rf3 delivery system balloon burst. Case summary: the sapien valve was positioned and deployed in a 50:50 position across the annulus. Post deployment echocardiogram demonstrated mild-moderate paravalvular leak (pvl). An additional cc of fluid was added and while the physician was attempting to post dilate the valve, the delivery system balloon burst. The physician retracted the balloon to the level of the sheath; however, when the balloon was pulled into the sheath the delivery system nose cone detached. A snare was advanced past the tip of the nosecone; the nosecone was secured and was removed along with the sheath. Per report, the patient's vessels were closed in a normal fashion. A repeat echocardiogram showed that the pvl remained mild. The patient remained in stable condition and the physicians believed the patient would be able to tolerate the pvl without further intervention. Per report, the aortic valve and root were moderately calcified, the ejection fraction was 59%, the sinotubular junction (stj) measured 26.6mm and the sinus of valsalva (sov) measured 36.6mm. The patient had no ventricular septal hypertrophy and no mitral annular calcification (mac).

Manufacturer narrative:
Additional information: evaluation: results: per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are known potential risks of the tavr procedure. The sheath and the delivery system with the guidewire still inserted into the guidewire lumen were returned to edwards. The devices were visually inspected prior to and post decontamination. Upon visual inspection, the balloon was confirmed to be torn into 3 pieces; 1/3 still attached to the delivery system, 1/3 separated balloon piece and 1/3 separated balloon piece with the distal nose tip. It was also observed that the guidewire lumen was severely stretched (~8.5 inches). The guidewire was stuck in the guidewire lumen. Attempts to retrieve the guidewire were unsuccessful; therefore, the delivery system was unable to be passed through decontamination. The separated balloon pieces were visually inspected post decontamination. The balloon pieces revealed no surface defects such as scratches, fish eyes, gel spots, or other abnormalities. A longitudinal tear that translated radially was observed on the distal separated piece (with the nose tip). The separated balloon piece also had a longitudinal tear down the length of the balloon translating into a radial tear. The single wall and double wall thickness of the returned balloon and the inner diameter of the sheath distal tip of the sheath were measured and found within specifications. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint was confirmed for a balloon burst and separation. There was no indication of a manufacturing non-conformance on the returned devices. Per report, the patient¿s aortic valve and root were moderately calcified which may have caused the balloon to burst. It is likely that the root cause is related to the rationale outlined in the technical summary mentioned above. In addition, it can be speculated that the root cause for the separation of the balloon/guidewire lumen could be related as protruding balloon material from the balloon burst can cause increased difficulty removing the delivery system, which can ultimately caused the nosecone component/distal portion of the balloon to separate). The training manual for the retroflex3 delivery system provides procedural considerations in case of a balloon burst by recommending not using excessive force when retrieving the delivery system after a balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.